Event description:
Info received indicates the brake will set but the head end casters continue to ratchet.

Manufacturer narrative:
The technician found the issue was a result of worn casters. He replaced the casters to repair the bed.